Manufacturer narrative:
Visual inspection during the investigation, no significant deformations or damage of the valve were determined. Permeability test - a permeability test has shown that all components are permeable. Computer controlled test - to determine the opening pressure of the products a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow is used. The valves are tested in both the horizontal as well as the vertical position. The results show that the valves operate within the permissible tolerance in their respective relevant positions. Adjustment test - the progav 2.0 was tested and is adjustable to all specified pressures. Braking force and brake function test - the brake functionality test has shown that the brake function operates as expected and the braking force is within the given tolerances. Internal inspection - after dismantling of the valves, deposits were found in progav 2.0. Results - based on our investigation results, we can detect visible deposits in the progav 2.0. The deposits did not affect the technical properties at the time of the investigation. Furthermore, we cannot detect any functional deviations or other abnormalities in the shuntassistant 2.0. The valve is operating within the specifications. At the time of the examination, we are unable to determine how the aforementioned functional impairment occurred. Organic material in the patient's own cerebrospinal fluid may have temporarily affected the function and is a known side effect of hydrocephalus therapy. Not every deposit in a shunt system, depending on its location, quantity, and consistency, leads to a deterioration in performance. The examination of the returned item is complete with the preparation of this report.. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shunt system (#fx648t) was implanted. According to the complainant, the shunt system had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.